Event description:
It was reported that a patient failed to follow therapy steps during prime of peritoneal dialysis therapy. The patient was connected to the set up while air was in the patient line. The technical service representative assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where patient was connected to the set up while air was in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.